Event description:
Explant of homograft due to aortic insufficiency. In 1995, pt was implanted with a cryolife aortic homograft as an aortic root replacement due to a chronic localized ruptured proximal aortic dissection. Post implantation on 10/24/99 pt presented to ER with complaints of right upper quadrant pain dyspnea and orthopnea. The pt was diagnosed with aortic insufficiency with right ventricular failure. Upon surgery, the left coronary cusp was found freely prolapsing. The aortic root was calcified resulting in total removal of the homograft, replacing it with a "new 24 x 7 cryo-preserved homograft root".